Manufacturer narrative:
The hill-rom technician found the set screw that locks the brake caster had come loose. He adjusted set screw to resolve the issue.

Event description:
Info rec'd indicated the brakes would not hold.